Event description:
It was reported by when the device was used during a possible low anterior resection and/or abdominoperineal resection, staples fired, but were not formed. A new device was successfully fired. There was no patient consequence.